Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd alaris¿ lvp 20d 3ss cv there was flow issues. There was no patient impact. The following information was provided by the initial reporter: occurred during patient use (immediate upon device use) ¿ no reported patient injury or medical intervention. Iron infusion hung in minibag ¿ connected to mainline dark iron solution moved/infused into the normal saline bag on primary tubing. Tubing was in pump at the time. Primary line had to be clamped above the pump to allow secondary med line to infuse minibag. Was second device required? No. Did not replace device ¿ rn did not want to waste the medication (in line) that the patient paid for.

Manufacturer narrative:
H6: investigation summary : no product or photo was returned by the customer. It was reported by the customer that iron infusion infused into normal saline bag on primary tubing. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 lot number 23029245 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that during use with bd alaris¿ lvp 20d 3ss cv there was flow issues. There was no patient impact. The following information was provided by the initial reporter: occurred during patient use (immediate upon device use) ¿ no reported patient injury or medical intervention. Iron infusion hung in minibag ¿ connected to mainline dark iron solution moved/infused into the normal saline bag on primary tubing. Tubing was in pump at the time. Primary line had to be clamped above the pump to allow secondary med line to infuse minibag. Was second device required? No. Did not replace device ¿ rn did not want to waste the medication (in line) that the patient paid for.